Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of enterocele, posterior cystocele, and rectocele due to pop, sui, cystocele, rectocele, prolapsed enterocele, paravaginal defect, intrinsic and sphincteric defect. It was reported that following insertion the patient experienced pain, irritation, extrusion, infection, urinary problems, fistulae, recurrence, neuromuscular problems, burning and pressure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.